Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose level (value not provided) and subsequently went to the emergency room. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the issue.